Manufacturer narrative:
Product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had worsening suicidal ideations. It was noted the patient was given inpatient therapy. It was reported the event was life threatening and resulted in hospitalization. It was noted the event was ongoing.